Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the exact date of implant? (B)(6) 2018. If the device has been removed, what was the date of explant? (B)(6) 2022, what is the lot number of the device? Unknown. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. He had egd on (B)(6) 2022, for dysphagia and pain: egd was completely normal. Are pictures or videos available? No. How many beads eroded? 3-4. Where were the eroded beads positioned? Distal esophagus. Which best describes the device removal approach? Laparoscopically removed the entire device, closed defect, covered with toupet fundoplication. Was the patient stented? No. What is the current condition of the patient? Good. Was ph testing performed prior to explant to confirm recurrent reflux? No, he had no reflux. After implant, was the device initially effective in controlling reflux? After initial implant, the device was effective until february 2022. When did the recurrent reflux begin? There was no recurrent reflux, but dysphagia and chest pain.

Event description:
It was reported that a linx device was explanted. The patient has the linx operated 4 years ago and had recently got reflux symptoms again. During a gastroscopy control he found that the linx had done an erosions and needed to urgently be taken away. The explanation went without any problems and he did a fundoplication sec. Toupet. I do not have the implant ref. Number or the lot number. I do not know when he was operated the first time and how the patient have been during this period.